Event description:
The customer reported that the patient received a second degree burn on the skin that was contacting the metal trocar. There were no reported problems during the procedure, which was roughly 60 to 70 minutes in length.

Manufacturer narrative:
(B)(4). (B)(4). The device was activated on a saline soaked towel with acceptable results. Nothing was found that would contribute to the reported event. The IFU warns contact between an active electrode and any metal objects may increase current flow and may result in unintended surgical effects.